Manufacturer narrative:
Investigation: lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). This complaint is classified as MDR. Findings: a total of (B)(4) were manufactured on afa line 4 starting on 25 nov 2016 and ending on 21 dec 2016 and packaged on line 11. In process samples for foreign/non foreign material, loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: yes. Reason: a review of the qn/sap database is required for level b investigations with more than 5 occurrences. This is the 7th occurrence on lot 6320874. Findings: the database revealed there was one non-related qn ((B)(4) gel on grip) initiated the lot number associated with this incident. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version I was analyzed to determine the risk to customer. Visual analysis: observations and testing: received one unused 24ga iag unit in sealed package from the lot number 6320874. Visual/microscopic examination: observed there were 2 red spots on the grip. The red specks were embedded into the grip. One of the spots exceeded the measurement of 0.2 square mm per tappi dirt estimation chart. Test description method no results visual/microscopic, n/a, see observations and testing. Tappi chart, (B)(4), see observations and testing. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation exhibited red specks embedded into the grip. Conclusions: the defect of foreign matter, as stated in the subject of the pir was confirmed with the returned unit. The red specks that were observed in this incident were identified as pieces of a hose used between the dryer and hopper in the injection molding process did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experience was confirmed based on the evaluation that was performed on the returned units. Were we able to reproduce the customer's experience with the bd product? N/a; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: manufacturing molding process. Comment: the red specks that were observed in this incident were identified as pieces of a hose used between the drier and hopper in the injection molding process. Corrections and CAPA: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a quarterly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: molding and in-process attribute inspections are performed to identify any process changes that would contribute to the type of defect. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Molding has been notified of this incident and the findings.

Manufacturer narrative:
(B)(6). Investigation summary: lot analysis. Device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). This complaint is classified as MDR. (B)(4). In process samples for foreign/non foreign material, loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: yes. Reason: a review of the qn/sap database is required for level b investigations with more than 5 occurrences. This is the 7th occurrence on lot 6320874. Findings: the database revealed there was one non-related qn ((B)(4)-no gel on grip) initiated the lot number associated with this incident. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 11 version I was analyzed to determine the risk to customer. Visual analysis. Observations and testing: received one unused 24ga iag unit in sealed package from the lot number 6320874. Visual/microscopic examination: observed there were 2 red spots on the grip. The red specks were embedded into the grip. One of the spots exceeded the measurement of 0.2 square mm per tappi dirt estimation chart. Test description: visual/microscopic, method na: n/a, results: see observations and testing; tappi chart, qcge-34, see observations and testing. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation exhibited red specks embedded into the grip. Conclusions: the defect of foreign matter, as stated in the subject of the pir was confirmed with the returned unit. The red specks that were observed in this incident were identified as pieces of a hose used between the dryer and hopper in the injection molding process did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experience was confirmed based on the evaluation that was performed on the returned units. Were we able to reproduce the customer's experience with the bd product? N/a; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: manufacturing molding process. Comment: the red specks that were observed in this incident were identified as pieces of a hose used between the drier and hopper in the injection molding process. (B)(4)

Event description:
It was reported that red foreign matter was found on the needle hub, flash back chamber and safety barrel of a 24 g x .75 in. Bd insyte¿ autoguard¿ shielded IV catheter. This was observed before use with no report of serious injury or medical interventions.